Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a diagnostic procedure with a small bore sheath. Reportedly, no blue thread [suture] was found when pulling the needle handle [plunger] back. An additional proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as not all components were returned for testing. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.